Manufacturer narrative:
The device will not be returned to the MFR for eval.

Event description:
It was reported that the device was leaking near the connector. The sales rep checked the connection and stated that it was securely intact. Four hundred milliliters of blood leaked from the device in approx 4 hours. The pt was able to receive a reinfusion of 250ml of their own blood. There were no adverse consequences as a result of the leaking device. No pre-donated or bagged blood was required.